Event description:
It was reported that during a stenting treatment procedure, the stent dislodged during the passage of a very calcified vessel.

Manufacturer narrative:
Device is combination product. (B)(4).